Manufacturer narrative:
The up arrow button on the insulin pump had intermittent response due to corroded keypad traces. No unexpected numbers scrolling or button error alarms noted during testing. The device had cracked reservoir tube lip, cracked case at the display window corner, minor scratches on the lcd window and on the reservoir tube window, cracked reservoir tube window, and cracked reservoir tube.

Event description:
Customer called to report that the insulin pump alarmed button error. Customer's blood glucose reading was 137 mg/dl. No significant events leading to the alarm were observed. Troubleshooting was done. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.